Manufacturer narrative:
(B)(4). A full analysis of the data logs has been performed and concluded that during the automatic scanning operation of contactless registration, the user triggered a vigilance device error. This interrupted the automatic scan movement. The automatic scan was then started over, and the registration could continue. This is a normal behavior of the device.

Event description:
It was reported that during contactless registration prior to the start of surgery, during the automatic scan, an error stating 'robot could not perform automatic trajectory in order to scan patient's head' was experienced. This was unexpected error with no obvious cause. Registration was resumed and automatic scan completed successfully the second time with good accuracy. Delay caused a 5 minute delay.